Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a catheter kink is confirmed but the exact cause remains unknown. One x-ray image sample of a powerpicc catheter was provided for evaluation. The catheter appears to be inserted within the patient¿s arm. The molded wing hub is partially visible. The catheter extending from the hub appears to twist with itself creating a kinked region. The catheter appears to be bunched together forming an ¿n¿ shape creating two kinked regions. Based on the information provided, possible contributing factors include placement location, securement method, and patient anatomy. Since a kink appears to be visible in the x-ray image provided, the complaint is confirmed but the exact cause remains unknown at this time. A lot history review (lhr) of refn0795 showed one other similar product complaint(s) from this lot number. The complaints for this lot number refn0795 have been reported from the same facility.

Event description:
It was reported that the PICC kinked. The PICC was placed in the left arm. It was stated that the patient had a larger arm. Add info rcvd 05/24/2021: was there patient harm reported?: no.